Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. The patient had been transferred to a wheel chair and a family member noticed blood on the pillow. The venous return line had become disconnected from the catheter. The nurse immediately clamped the catheter access line and aspirated approximately 1 ml of air and 1 ml of blood from the venous catheter line, disinfected the lines and reconnected them. Treatment was restarted and continued for an additional 13 hours with the same prismaflex m100 set. The patient did not require any medical intervention as a result of the potential blood loss.

Manufacturer narrative:
No defect has been identified on the returned sample regarding the involved connection during our technical investigation. The review of the prismaflex m100 set device history record for lot number 13g2208g shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show one similar complaint reported from the same clinic regarding this lot number, however this similar complaint was not associated with any serious injury. No prismaflex control unit malfunction was suspected by the customer. The prismaflex control unit has been in use when restarting the treatment and operating as intended, causality with prismaflex control unit is consequently ruled out. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.